Manufacturer narrative:
Reported event: an event regarding loosening of an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. An exeter cemented stem, 22.2 +0 v40 femoral head, and mdm liner construct were implanted. Update 11/january/2019: spoke to rep. Primary implant took place 6-8 years ago in another country. Patient was revised due to instability. Intra-operatively, stem was found to be loose. The stem, well-fixed head, and liner were revised. Shell and cement mantle were retained.